Event description:
It was reported that the patient's entire system was explanted because the patient was in need of an MRI. It was noted that impedances above 4 ,000 ohms were seen on all electrode pairs. The system was not replaced, there was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: lead model 3889-28 lot# v285772 implanted: (B)(6) 2009 explanted: (B)(6) 2012, extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012, programmer model 3037 serial# (B)(4). Analysis of the neurostimulator model 3023 serial (B)(4) found no anomaly. There was good stable output on all electrode pairs. Analysis of the extension model 3095-10 serial (B)(4) found no significant anomaly. The extension body was cut through and the product segmented, but continuity was acceptable on both segments. Analysis of the lead model 3889-28 lot v285772 found the #3 conductor wire broken 2.3cm from the distal end at the electrode crim sleeve. Conductor wires were crushed 6.2cm from the distal end in suspected explant damage. Continuity was acceptable on circuits #0, #1 and #2. Circuit #3 was open. (B)(4).